Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance. The ultrasound gastrovideoscope exhibited lacking ultrasonic probe. There were no reports of patient involvement.

Event description:
During the investigation additional reportable findings were found as follows: acoustic or ultrasound lens is chipped, ultrasound was missing the acoustic ray, and acoustic or ultrasound lens has burrs.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Addition findings were found as such: acoustic or ultrasound lens is chipped, ultrasound was missing the acoustic ray, and acoustic or ultrasound lens has burrs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was no definitive cause found, with the most likely cause being wear and tear and stress or degradation on the device. Olympus will continue to monitor field performance for this device.